Manufacturer narrative:
Iris field service engineer was sent to the customer location. The fse observed air in the fluidic system. The fse replaced the fluid block assembly (fba) p/n: 700-7509s) to resolve the issue. The fse reran controls and the controls passed. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported ca quality controls failing for bilirubin. There were no erroneous results generated or reported out of the lab.